Event description:
Information was received indicating that a smiths medical bivona tracheostomy tube was found leaking. There were no reported adverse effects.

Manufacturer narrative:
Two tracheostomy tubes were returned for evaluation. The stoma cuff and distal cuff both underwent functional testing. Both found unable to fully inflate and immediately deflated as air escaped from a small hole or scratch in the cuffs. Upon the visual inspection of the cuff, it was noted that there are tiny scratches next to the small holes on the cuffs. And multiple other areas nearby the leaking hole that show signs of abrasions with tiny scratches not visibly leaking yet, perhaps caused by the device coming into contact with something sharp externally or potentially from hard cartilage internal to the patient. The complaint has been confirmed, and the problem source has been determined to be unknown.